Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of disconnection at y-site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2432-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set. While priming the standard bd alaris pump infusion set, the tubing disconnected/spontaneously broke at the point just above the distal y-site. There was no outside force applied to the tubing when the tubing broke.